Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads is corroding, which causes the implantable pulse generator (ipg) battery to not work properly. The device and lead remains in use. No patient complications have been reported as a result of this event.